Manufacturer narrative:
An event regarding pain involving an accolade stem implant was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The event could not be confirmed nor the root cause determined because of the limited information provided, as devices were not returned for evaluation, and no medical information was provided. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Review of this product in the product remediation tracker did not come up having been recalled. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per patient, three years into surgery he started experiencing discomfort. He is currently taking pain killers to help with the pain in left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Currently implanted.

Event description:
As per patient, three years into surgery he started experiencing discomfort. He is currently taking pain killers to help with the pain in left hip.